Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that: "a short troch, gamma nail was stuck in the femoral canal and a mallet was used to back tap the targeting arm out cracking the neck on the targeter."